Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have had a lot of pain on their upper back and the vibration is too much and is not helping them. Patient stated when the stimulation is on they feel like they're going to fall down and their legs get weak. Patient stated last month they fell to the floor and noted the intensity was only at a 5 or 6 but they were getting electric shocks in their seat, waist, and hips and they felt very bad. Patient spoke to healthcare provider (hcp) office and was advised to call. Agent sent email to the field.